Manufacturer narrative:
H.6. Investigation conclusions code 22 remains unchanged b.4. Description of event corrected b.4. Description of event - one cook medical tx-d x2 bare metal stent graft was used during the initial procedure, not two as initially reported.

Event description:
One cook medical tx-d x2 bare metal stent graft was used during the initial procedure on (B)(6) 2019.

Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, dissection of the aortic vessel, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion) and reoperation.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an acute type-b thoracic aortic dissection using a conformable gore® tag® thoracic endoprosthesis (ctag) and two cook medical tx-d bare metal stent grafts. On an unknown date, follow-up CT imaging confirmed aneurysm enlargement with distal stent graft-induced new entry (dsine) at the junction site of the ctag device and the non-gore stent graft. On (B)(6) 2020, reintervention was performed. A gore® tag® conformable thoracic stent graft with active control system (ctag a/c) was used to reline the previously implanted ctag device. An additional ctag a/c device was implanted overlapping the first ctag a/c and the non-gore stent graft.